Manufacturer narrative:
(B)(4). The device was received for evaluation containing approximately 91 ml of fluid in its bladder. Visual inspection revealed no signs of blockage or physical abnormality that could have caused the reported condition. A functional flow rate test was performed, and the flow rate was found to be within the specification range of the product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor did not flow. This occurred during infusion. The reporter stated that flow had been confirmed prior to patient connection. There was no patient injury or medical intervention associated with this event. No additional information is available.